Event description:
During the procedure, the surgeon used the aculoc2 plate and inserted the locking screw. The driver tip broke, and the surgeon was not able to retrieve the broken piece. The fragment of the driver tip remains in the patient. Information for the screw involved in this event is unknown. This report is related to report number 3025141-2022-00154 which is for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 stick fit hexalobe driver (confirmed part number 80-0759, batch 530862) was examined visually under magnification. No visual defects were noted on the body of the part. The hexalobe feature was warped and distorted in a clockwise fashion. The tip was sharp and jagged with a flat, clean surface indicating a fast fracture failure. The length of the driver tip was measured to be .56 inches compared to the expected length of .60 inches, indicating a loss of .04 inches. The surgical technique states "when using the t8 driver, care should be taken not to overtighten the screw or apply more torque than necessary to seat the locking screw into the plate". The screw and plate used with this driver were not returned. No functional testing could be performed due to the aforementioned driver tip damage. This fast fracture failure observed can occur with excessive torque on the driver; however, due to unknown procedural conditions, no definitive conclusion can be made.